Event description:
It was reported that this right ventricular (rv) lead exhibited a shock out of range impedance measurements. Technical services (ts) reviewed and provided troubleshooting options. This patient was seen in clinic and reprogramming was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated section e. Initial reporter with physician's email address. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock out of range impedance measurements. Technical services (ts) reviewed and provided troubleshooting options. This patient was seen in clinic and reprogramming was performed. This device remains in service. No adverse patient effects were reported.